Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. The returned perc pin had no apparent physical damage and was found to be fully functional. The per pin fit into several frames and mounts without issue. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue was detected when the surgeon went to remove the perc pin. There was no resolution as it did not cause any case delay.

Manufacturer narrative:
H3, h6) the perc pin has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that initially, the surgeon encountered resistance when attaching the small passive frame onto the percutaneous (perc) pin. Since this was a new frame, the surgeon did not think much of it at the time. The surgery proceeded without issues, but when the surgeon removed the passive frame from the perc pin, there was an audible suction noise. It was reported that the perc pin might have been slightly too tight for the frame. There was no impact's outcome and no surgical delay to the case.